Manufacturer narrative:
Findings: compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self test and unexpected restart alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.  (B)(4).

Event description:
It was reported that the insulin pump was unable to prime the infusion set tubing. No further details were provided. The insulin pump will be returned for analysis.